Event description:
It was reported that this lead was explanted due to fracture. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The available lead was visually inspected. The inner conductor coil was found fractured between the lead tip and the ring electrode, consistent with the clinical observation. The characteristics of the damage indicate severe mechanical stress of the lead in the implanted state. Diagnostic images clarifying this assumption were not available. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.